Manufacturer narrative:
A new decision tree was created this complaint is not MDR reportable. When there are flow issues during aspiration/drawing up or transferring fluid into a chamber or reservoir due to the misuse (repeated use of the same syringe/needle), this may require the use of a new needle/syringe. This event occurs when the end user is reusing the syringe/needle to aspirate and refill fluid into a chamber/reservoir which is dispensed at a later time. This will not lead to harm or serious injury.

Event description:
Material no: 309657; batch no: unknown. It was reported that during use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip the customer was unable to draw insulin from vial. The following information was provided by the initial reporter: customer reported he was unable to draw insulin from his vial.

Event description:
Material no: 309657 batch no: unknown. It was reported that during use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip the customer was unable to draw insulin from vial. The following information was provided by the initial reporter: customer reported he was unable to draw insulin from his vial.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987. PMA / 510(k)#: k151766. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 309657 batch no: unknown. It was reported that during use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip the customer was unable to draw insulin from vial. The following information was provided by the initial reporter: customer reported he was unable to draw insulin from his vial.